Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the needle detached outside the pt when the mesh leg suture was loaded into the capio suturing device. The case was completed with another pinnacle device with no complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
Info was completed by the MFR based on info obtained from the complainant. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.